Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A clinical supervisor reported following an intraocular lens (iol) implant procedure, the patient experienced blurry vision. The lens was explanted and replaced with a monofocal lens in a secondary procedure. The clinical reason for the explant was poor overall vision. Additional information was requested, but further no information was available.

Manufacturer narrative:
Additional information was provided in a.2, a.3, b.3, b.6, b.7, d.6b, d.10, e.4, h.3 and h.10. The product investigation could not identify a root cause for the reported complaint. Each lens is subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Information was provided that the multifocal company (1.50cyl), 19.5 diopter (add power +2.2/+3.2) lens was replaced with an unspecified monofocal lens model. Due to the exchange of a multifocal lens to a monofocal lens, this may suggest that the replacement lens model was an improved choice for the patient's vision needs. No additional information has been provided at this time. The manufacturer internal reference number is: (B)(4)